Event description:
Additional information received reported, the pump was replaced on (B)(6) 2014.

Event description:
It was reported that the patient developed an infection following pump implant on (B)(6) 2014. The patient was in the hospital for 3 days following the implant and the day after the patient returned home began to experience symptoms and returned to the hospital. The patient developed an infection, high fever and pneumonia. The patient was hospitalized for 5-7 days and then the decision was made to remove the pump because they could not get the fever to go down. The pump was explanted but the catheter was left implanted in order to re-use it. The patient stated that the infection was probably caused by the pneumonia and he was unsure how he got pneumonia but suspected he was exposed while in the hospital. The patient recovered from the pneumonia and from the infection. The patient had an appointment scheduled with the healthcare provider (hcp) on (B)(6) 2014 to schedule another pump implant. The device system delivered dilaudid.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Additional information was received. It was reported that the patient did not have any concerns with his device or therapy. He had received assistance from his doctor or manufacturer representative and his concerns were resolved.

Manufacturer narrative:
(B)(4).